Event description:
It was reported by the patient that they were previously implanted with a superion indirect decompression spacer and was still experiencing pain in the lower lumbar region.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A risk review was completed and confirmed that the event of pain, lack of effect and device explantation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The device was not returned for analysis. However, a labelling review found that the reported event is a known risk associated with the use of lumbar spine implants and associated instruments. Therefore, the most probable cause is a known inherent risk of device.

Event description:
It was reported by the patient that they were previously implanted with a superion indirect decompression spacer and was still experiencing pain in the lower lumbar region.